Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported she was too thirsty and noticed that her blood glucose was climbing high. Further, she noticed that the infusion set was not inserted to her properly, but she did not feel that the site was wet and leaking and she did not remember getting any insulin flow blocked alarm. Reportedly, she mentioned that she may have received an alarm but did not comprehend it, because she already had high blood glucose level. Moreover, she stated that the pump was dropped (fell off), and she noticed that insulin suddenly came out of the pump. Subsequently, on (B)(6) 2020 she was admitted in hospital for high blood glucose level of 1575 mg/dl and diabetic ketoacidosis. During hospitalization, she was administered intravenous fluids and steroids. On (B)(6) 2020, she was released from the hospital. No further information available.